Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the pulse generator exhibited backup vvi mode. After a device software download, normal function resumed. Visual inspection revealed electrocautery marks on the device can.

Event description:
It was reported that during a routine device changeout, the pulse generator was exposed to electrocautery which resulted in loss of output and the patient went asystolic. The device was explanted and replaced successfully.